Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, an unknown device failure occurred with two proglide devices. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported unspecified device failure was confirmed. Although the failure mode was not specified, the analysis observed the posterior cuff remaining in the foot pocket and the posterior needle tip showing no indication of engagement with the posterior cuff, indicating a posterior needle to cuff miss likely occurred. In addition, one anterior cuff tab was detached and not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of unspecified failure modes reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.